Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving fentanyl 4000mcg/ml via an implantable pump. The patient¿s medical history included cancer. It was reported the patient had pocket pain. There were no environmental, external or patient factors that may have led or contributed to the issue or troubleshooting or diagnostics performed. The patient stated that over time the pump felt like it moved down in their pocket. The physician revised the pocket. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.